Event description:
It was reported that the ventricular lead exhibited an unspecified malfunction. The lead was capped and replaced. The patient was stable. No further information could be obtained.

Manufacturer narrative:
(B)(4).